Event description:
Customer reported that the secondary infusion was not running as the pump was alarming and not allowing the medication to infuse. The nurse clamped the primary tubing and upon unclamping the tubing " the med would just go back into the chamber." No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.